Manufacturer narrative:
Concomitant medical product: 5866-22 adapter, implanted: (B)(6) 1994.

Event description:
It was reported that the patient's right ventricular (rv) lead was explanted and replaced due to a fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.